Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician placed the first mesh leg assembly into the patient's sacrospinous ligament. The physician then threw the second mesh leg assembly through the patient's other sacrospinous ligament. However, resistance was encountered when he attempted to use a hemostat to pull the mesh leg through the patient's tissue, and the needle detached outside the patient. The procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Age at time of event: though the patient's exact age is unknown, she is reported to be over 18 years of age. (B)(4) - the reported issue of needle detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.